Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after performing a percutaneous intervention coronary, the angio-seal was used to block the bleed, but the angio-seal body was found damaged. The anchor was out of the main body and the cable is exposed. A new angio-seal was replaced and used to finish the operation. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received march 4, 2019: a 6fr sheath was used for the event.

Manufacturer narrative:
One 6 fr angio-seal vip device was returned for evaluation. The device was returned with the carrier tube assembly, guidewire, arteriotomy locator and bypass tube. Poly-foil pouch was not returned for analysis. Visual analysis revealed that there were no anomalies noted with the locator and sheath. The bypass tube was found at the proximal end of the carrier tube assembly and the anchor was exposed out of bypass tube. No other visual anomalies were noted with the carrier tube assembly. Functional testing was conducted. The bypass tube was reinserted over the anchor manually to set it on its manufacturing position. There was no issue noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. Then, the carrier tube assembly was inserted into the sheath. The deployment sleeve was moved into the forward lock position which led to the release of the anchor. The device was then pulled to rear lock position which led to posting of the anchor against the sheath tip. Then, digital force was applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the issue may be related to the improper opening of the foil pouch or mishandling of the tip of the carrier tube after opening the pouch. However, the exact cause of the reported event cannot be definitively determined based on the available information.